Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the physician opened the device package and placed the catheter through the endoscope. However, the balloon burst at a diameter of 8mm during dilation. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another cre wireguided dilatation balloon. There was no patient complication reported as a result of the event.

Manufacturer narrative:
Imdrf device code a0402 captures the reportable event of balloon burst.

Manufacturer narrative:
H6: imdrf device code a0402 captures the reportable event of balloon burst. Block h10: investigation results: the returned cre wireguided dilatation balloon was analyzed, and a visual examination found that the balloon and catheter of the device had no damages. Functional analysis was performed, and the balloon was inflated without a problem. However, the balloon would not hold pressure due to a pinhole in the distal section and in the proximal end of the balloon. Microscopic inspection found the balloon had a pinhole located approximately 22mm proximal end of the balloon. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. The pinhole problem found could have been interpreted by the customer as the reported event of balloon burst. The balloon pinhole is likely to have occurred due to factors encountered during the procedure: excess pressure, interaction with other devices, or patient anatomy. It is possible that factors encountered during the procedure, such as the interaction with scope or any other surface during the procedure could create friction on the balloon and cause a pinhole on the balloon. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023 during the procedure, the physician opened the device package and placed the catheter through the endoscope. However, the balloon burst at a diameter of 8mm during dilation. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another cre wireguided dilatation balloon. There was no patient complication reported as a result of the event.